Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) in (B)(6) alleging her onetouch verioiq meter was reading inaccurately high compared to a lab reading. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred during the last week of (B)(6) 2013. The patient reported obtaining readings of ¿13.2mmol/l¿ on the lfs meter and ¿6.0mmol/l¿ on a lab reading. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=15% or <=0.67mmol/l when obtained within 10 minutes. The patient reported in response to the alleged reading she increased her dose of lantus and humalog insulin. The patient reported 1 hour afterwards she developed symptoms of ¿sweaty and dizziness¿ which she associated with low blood glucose. The patient reported immediately after symptoms occurred she had something to eat or drink as treatment. At the time of troubleshooting, the cca confirmed the meter was in the correct unit of measurement at the time of testing and she was using the correct testing steps and an approved sample site. The patient¿s test strips and test strips vial were in good condition. The patient was found to be using the correct testing process. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue she developed symptoms suggestive of hypoglycemia and required treatment to prevent additional injury.

Manufacturer narrative:
Follow-up # 2 ¿ (02/09/2014) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (12/17/2013) the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.